Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly the customer accidentally delivered too much insulin by incorrectly entering bolus values into calculator. The customer was given kepra. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support advised caller to always confirm amounts entered are correct prior to confirming a bolus.